Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device failed idea testing due to power off and on by itself. Service evaluation verified the power off and on by itself. The cause was identified to be link was out of adjustment which was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device found powered off without user input. No additional information is available.